Event description:
On (B)(6)2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the glass lenses fell out. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-03-20; corrected h4 manufacturing date : 2019-03-19. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the glass lenses fell out. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as the glass lenses of camera¿s sterilizable handle fell out, what could be treated as a technical deficiency and it contributed to the event. The device was not being used for patient treatment when the issue occurred. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is very low. As stated by the subject matter expert at the manufacturing site, the cracks and broken clips observed on the latest generation of sterilisable handles leading to the lens detachment are probably the result of chemical stress due to aggressive cleaning products. These damages cannot occur when handles are fitted on the lights and are detectable before use. In the instruction for use (powerled¿s instructions for use 01581 rev. 9, page 25) it is mentioned to check the handles for cracks and soiling during the sterilization process and also before mounting on the light. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.